Event description:
It was reported that the patient underwent a surgical procedure. When the foot pedal was pressed, the blade started to spin, and when the foot pedal was released, the blade did not stop but continued to spin. It was reported that the toggle switch was in the up position. The surgeon was attempting to remove a cyst at the time and a major blood vessel was cut. The patient lost 7,000cc of blood. A cardio-vascular surgeon was called in to repair the blood vessel and the patient was placed on a ventilator. The patient was later discharged and was reported to be doing well.